Event description:
It was reported that there were 15.5 ml of drug left in the pump reservoir at refill. The pump was explanted and replaced as the pump was not delivering drug. Pt symptoms and outcome were not reported. The pump contained dilaudid 30,000 mcg/ml at a dose of 198 mcg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.